Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that they had a system connecting message on their dv5. The caller stated that the hospital experienced a hospital wide power outage. The tse had caller boot up robot, tower, and console in standalone mode and caller stated that they all looked normal with solid blue power buttons. The tse then had site boot the system up together, but caller ended the call as they had to go to another room. The caller stated that they would call back in if they continue to experience issues. There was no patient involvement. The caller later called back to report that after the hospital wide power outage when connecting the system, they are still getting a message on the patient side cart (psc) system connecting please wait for da vinci system to be ready. The caller rebooted the system and the message remained and caller stated the vision side cart (vsc) power button was flashing blue, but the psc/surgeon side console power buttons were solid blue. The tse recommended powering the 3 carts up in stand-alone mode. The caller disconnected the blue fiber cable and powered the system back on in stand alone mode and both the psc/ssc power buttons were solid blue. The caller stated the vsc power button was flashing blue. Isi followed up with the initial reporter and obtained additional information: the initial reporter confirmed the issue happened prior to start of the procedure. There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc) due to connectivity issues caused by a power outage. The system was tested and verified as ready for use. The ccc tower cfg was returned for failure analysis, and the reported power issue was replicated and confirmed. In lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This unit was installed on the dv5 in-house test system. Programming was unsuccessful, and the tower power button was flashing blue while the touchscreen displayed a blank screen. The p touchpad announced a message indicating it was not connected to the robot tower. As a result of the test and findings, failure analysis concluded that the bricked/corrupted board was verified to be the root cause of the reported failure.